Event description:
It was reported that prior to starting a da vinci surgical procedure, the prograsp forceps instrument did not grasp. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was not able to verify the complaint. The instrument was placed on an in-house system and the recognition and engagement test passed. The instrument moved intuitively with full range of motion and grasped without any issues. The instrument was installed on the instrument performance tester (ipt) for additional functional check and it passed. Failure analysis also observed one grip frayed at the distal idler pulleys. Failure analysis also observed the pitch down cable was starting to fray. The frayed strand stuck out approximately .276 no other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.